Event description:
It was reported that the bd alaris¿ lvp 20d 2ss cv safety clamp unlocked when removed from IV pump. The following information was provided by the initial reporter: reported safety clamp unlocked when removed from the IV pump for medication trepostinil (remodulin).

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of clamp issues/damage related to clamp, could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ lvp 20d 2ss cv safety clamp unlocked when removed from IV pump. The following information was provided by the initial reporter: reported safety clamp unlocked when removed from the IV pump for medication treprostinil (remodulin).